Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history record (DHR) reviewed and no deviations or nonconformance's were noted.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had broken stem at the stem sleeve junction above a distal femur. This is the second time this has happened. There has been no presence of infection but the stem appears to have failed due to cyclic load after sleeve have failed to ingrow. There was loosening on the non cemented femoral sleeve. Doi: (B)(6) 2017. Dor: (B)(6) 2021. Right hip.